Event description:
It was reported that following shoulder surgery, the pain pump which had been placed, stopped delivering the medication. The pump was successfully removed and the pt continued taking the oral medication which had been prescribed at discharge.

Manufacturer narrative:
The pump was discarded by the pt following removal.